Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill message occurred when attempting to load a cartridge. There was no reported impact to the customer's blood glucose level. No further information was provided as the customer was unable to remember any further information on the reported event.